Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. The depth limiter has been trimmed to the surgeons desired length. No suture or ts remain on the delivery needle but were returned. Examination of the construct showed t1 is missing and t2 is bent. The condition of the device indicates the trigger was manually advanced causing the pre-deployment of t2. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a meniscus repair surgery, both ts deployed simultaneously and impeded t1 from correctly securing. There was a backup device available. No significant delay or patient injury was reported.